Event description:
Guidant received information that the impedance measurements for this defibrillation lead have widely varied since implant. The impedance prior to 10/22/03 were > 3000 ohms, after 10/22/03, the impedance values were < 200 ohms. The threshold and sensing values were acceptable and within normal limits. Guidant received additional information that this lead was capped because of insulation damage due to clavicular crush. A new guidant defibrillation lead was subsequently implanted. 02/13/2004: the patient called into guidant complaining of a tingling/shocking sensation from the newly implanted lead. In addition, the patient also reported that his implantable atrial lead dislodged and was repositioned. 11/18/2005: further review found the atrial lead was explanted due to fracture and had not dislodged and been repositioned. The atrial lead was returned for analysis.